Event description:
During a laparoscopic appendectomy, the harmonic shears activated/turned on inside the body without activating the hand control. The device did not touch any tissue and there was no harm to the patient. A new harmonic shears device was used without incident.